Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that drawer failed. A technical support specialist accessed the medstation remotely and asked the pharmacist to resolve the issue. The system functioned as intended after troubleshooting.

Event description:
It was reported by the customer that a pyxis medstation es system unable to recover drawer, which cause delay in dispensing the medication. There were no adverse events or injuries reported based on this event.